Event description:
A medtronic representative reported that during a spinal fusion procedure the spine clamp wouldn't tightly properly. The medtronic representative noted that when closed the teeth of the clamp were off-center. A new tray was opened up and used successfully for the case. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient information was unavailable from the site. Replacement device shipped to site for issue resolution. Medtronic investigation of returned suspect device finds that the adjustment screw thread is stripped in the middle of the travel not allowing the clamp to be tightened. Also, the clamp face is bent to one side. The reported event was confirmed to be caused by the physical damage of the stripped threads of the screw.